Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda cannot be determined. Mitral valve insufficiency/ regurgitation (mr) appears to due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 3+/3-4 functional mitral regurgitation (mr) and thin valve pathology for a mitraclip procedure. One mitraclip was implanted and the mr was reduced to grade 1. On 13mar2024, a control echocardiogram was performed and recurrent grade 3 mr was detected. A single leaflet device attachment (slda) was noted. The posterior leaflet was detached. On (B)(6) 2024, a second clip intervention was performed, with two clips implanted to stabilize and reduce the mr. One clip was implanted lateral and the second medial to the slda clip. The mr was reduced to grade 1.